Event description:
(B)(6), cnss reports pt's cadd legacy pump reading "service due see manual" message after being turned on. Expiration 03/19/2020, sn (B)(4). Pt using back up pump. No side effects reported. Did the reported product fault occur while in use with the pt? Not that we know of, so no. Did the product issue cause or contribute to pt or clinical injury? No. Is the actual device available to be returned for investigation? Yes; did we (MFR) replace device? Yes. Reported to (B)(6) by health professional.